Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that (B)(4) - irregular tip, (B)(4) - the handle does not work, (B)(4) - thread broken (B)(4) - broken tip. The parts are not related to any event. The hospital found some of the instrument broken. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: our investigations of the returned articles 314.570 worn tip, 03.100.032 broken holding pin / jammed up, 312.941 broken thread & 323.027 broken tip, have shown that these instruments are all damaged and broken as indicated. The manufacturing records were reviewed and no deviation to the specification was found. Please note that these instruments have been several years old and clearly show that they have been heavily used over the years. Therefore we determine the complained malfunction as normal wear and tear caused due to frequent use. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement. Event date: unknown date. Device is not distributed in the united states, but is similar to device marketed in the USA. Not implanted or explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.